Event description:
It was reported that during a total knee replacement procedure, in the mid-cut phase, the robotic-assisted solution satellite station device unexpectedly changed planes. Additionally, it was noted that all the arrays were double-checked and confirmed to be secure. The device was utilized in conjunction with the robotic-assisted solution base station device and the robotic-assisted solution saw handpiece device. There were no delays to the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. D4, h4, UDI: the lot number is currently unavailable; therefore, the device manufacture date is unknown and the UDI is incomplete. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the log files for this event were reviewed. The issue was investigated and reviewed by the systems team. The investigation could confirm the reported issue of "mid-case/mid-cut the saw changed planes unexpectedly". The investigation found that the most probable root cause of the reported issue is due to array movement. While the exact cause of the array movement cannot be established, array movement is generally caused by the arrays not being securely attached. Please ensure the array is properly secured during the procedure to avoid array movement. If the verify checkpoint step cannot be completed, please do not continue the operation. Adjustments are not permitted after the first bone resection: if bone array movement occurs the reference frame becomes inaccurate. The robotic-assisted procedure must be aborted, and the procedure must be completed using conventional manual instruments (see appendix 1: ¿system troubleshooting¿). Use ¿verify checkpoint via toolbox¿ to confirm that the bone arrays have not moved. There were no defects found with the system or software. Root cause: the investigation found that the root cause of the complaint is likely array movement. While the exact cause of the array movement cannot be established, the failure to verify the checkpoint as soon as the cut plane changed unexpectedly means that this case falls under cause traced to user.